Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens but the lens was half way into the patient's eye and slid out. There was no patient injury. Another same model icl was implanted. The reporter indicated the event was due to user error.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. (B)(4).